Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm and error code. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. The investigation determined that a miss-wiring or the connection to the photo switch or to the motor could be probable, but unconfirmed causes of the reported issue. If the product is returned this complaint will be reopened for further investigation. With no indication of a manufacturing defect found during the investigation, no device history review was performed. Per service history review this device had not been in for service in the past twelve months and was not related to a previous service of the device.